Event description:
Rptr had breast implants inserted in 1982. In 1986-87 - chronic fatigue and chronic conjunctivitis of the eyes. In 12/92 - acute flu-like illness with symptoms, such as hives all over body, swollen joints and extreme fatigue. Sudden high rheumatoid factor - 495. Diagnosed with connective tissue disease in 8/93. At that time, rptr realized it was caused by breast implants and started lobbying doctors and insurance company. Implants were finally removed 11/94 after losing balance, having drop foot and extreme muscle weakness. Diagnosed with peripheral neuropathy. 100% disabled. Left implant ruptured.